Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm and was unable to calibrate the transducer. The reported issue was resolved by replacing the main printed circuit board (pcb). After performing the operation verification procedure (ovp), the device was returned to the customer operating to service specifications. At this time, carefusion has not received the suspect component (pcb) for evaluation. If the component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm. There was no patient involvement associated with the reported event.